Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/0.5/8 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length spherical lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. Off label use- acd <3.0. Claim#: (B)(4).